Event description:
Customer reported false negative urine hcg results with medi-lab performance hcg urine test-dipstick vs. Ultrasound. Negative results were observed when urine testing was performed with medi-lab performance hcg urine test-dipstick vs. A sonogram showing gestational age around (B)(6). The patient's last menstrual period was (B)(6) 2012.

Manufacturer narrative:
Investigation pending.